Manufacturer narrative:
A correlation between the device and the reported hemolysis and suspected thrombus could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2017 with hemolysis. Lactate dehydrogenase (ldh) peaked at 738 u/l with a baseline in the 300s u/l. Standard echocardiogram showed no significant change from previous echocardiogram. Patient was started on bivalirudin. Pump was exchanged on (B)(6) 2017 due to suspected pump thrombus. No additional information was provided.